Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center¿s mainframe was not displaying or collecting images. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was not returned to olympus for inspection, therefore the reportable malfunction could not be confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6. Corrected data: d9, and h6. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, olympus presumes that the cause of the issue was due to there was no signal output due to defective circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the field service engineer (fse). B5.

Event description:
Additional information was supplied by the field service engineer (fse). The user did not report :no image; the fault is memory failure, and the images could not be saved.